Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the physician felt resistance and was unable to advance a podj out of its introducer sheath; therefore, the podj was removed. The procedure was then completed using a new podj and the same lantern delivery microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The pod packing coils (podj) pusher assembly was kinked in multiple locations. The introducer sheath was kinked near its distal end. Evaluation of the returned device revealed the introducer sheath was kinked near the distal end. This damage may have occurred due to forceful handling of the podj during preparation for use or positioning within the hub of the microcatheter. The observed introducer sheath damage likely contributed to the inability to advance the podj out of its introducer sheath during the procedure. Further evaluation revealed the pusher assembly was kinked in multiple locations. This damage was likely incidental and likely occurred during packaging for return to penumbra. The lantern mentioned in the complaint was not returned for evaluation. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.